Manufacturer narrative:
D4: device serial number was identified and updated during analysis. H4: device manufacture date was identified and updated during analysis. Analysis results: the product was returned and the root cause of the customers complaint could not be determined as the device did not turn on.

Manufacturer narrative:
Patient address was identified. Analysis results: product was not returned to confirm a malfunction has occurred.

Manufacturer narrative:
Adverse event: the consumer reported that their tooth was chipped. Date of event is approximate.

Event description:
The consumer reported that their elite power toothbrush chipped their tooth.